Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic converter, and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The device history record (DHR) was reviewed for the sterrad® unit and anomalies were observed that would contribute to the reported issue at the time of release. (B)(6). (B)(4).

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(6). Device manufacturer date corrected from 06/27/2012 to 06/14/2017. The fse also replaced the quick lock connector and vacuum pump hoses to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the device history record trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of odor/smells issue was reviewed (february 2017 to august 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." Functional analysis was not performed as parts were not available for return. The assignable cause of the odor issue is the catalytic converter, oil mist filter, vacuum pump oil, quick lock connector and the vacuum pump hoses. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.